Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that they don't really use the device unless their neck and back are stiff and hurting. Patient has previously had MRI scans. Patient had another MRI, and put the device in MRI mode. Patient does not know what happened but "it went fully live" to the point they could not move or contact their muscles. Breathing was extremely rough and all they could do was breathe and blink. They could not scream to turn it and could not press the bulb to stop the machine. They normally keep the intensity set to 2.5/10. Patient think this intensity was 10/10. Afterwards everthing hurt and the back of their neck was hot but was "ok." The MRI tech was worried but the patient stated that they were fine. When they got home, every muscle in their body hit the patient like they felt like they were overstrained and weak. For the past few days they felt like jello with a 2x4 glued to their back with how stiff and inflamed it is. Patient stated it was rough.